Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information during a heart rhythm society event where 29 product experiences were alleged through adjudication of a competitor's database. A study was conducted to determine the effectiveness of a new lead integrity alert. Data from 5,114 competitor devices implanted with legacy guidant defibrillation leads were reviewed and adjudicated. Ninety-four alerts were identified, of which 65 were deemed non-lead related. The other 29 were deemed lead system related issues. Of these, 15 were thought to be pace/sense coil fractures, 9 connection issues, 1 issue was either a perforation or a dislodgement and 4 additional issues were identified as either a fracture or connection issue. No specific patient name or product identifier was obtained during this review.